Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results confirmed that the device was received in good visual condition. The device was tested for functionality and it fired and formed 2 staples as intended. However, after the second firing, the device started ejecting the staples. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that the device was used during a plastic surgery, face lift. The device was fired six times and worked fine. The 7th and 8th staples were unformed. The case was almost over; surgeon threw a couple of sutures and completed the case. There was no adverse consequence to the patient.